Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1300 mg/dl and "cannot walk"; cause was not known. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, magnesium and dextrose. Customer was discharged 4 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.